Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed peeling objective lens could not be determined, however, the issue was likely the result of repetitive use stress and or eternal factors. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.3 inspection of the endoscope. Inspection of the endoscope 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue water leakage from the cable was not confirmed. The following findings were also noted during device evaluation: due to a pinhole on universal cord, water tightness is lost, several scratches and chips found throughout the device, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear on lock engagement lever, the angle knob torque of lock engagement/lock lever at engage exceeds the standard value, and due to corrosion, switch button 2 does not work. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had water leakage from the cable. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿objective lens, adhesive part peeling off¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.